Manufacturer narrative:
Evaluation results/conclusion: a full visual inspection was performed on the parts in question. During the process of removing the screw shafts there was noticeable damage to the screw. It is not possible to determine the value of the critical dimensions prior to the removal. The critical dimensions would be neck diameter as well as the radius of the transition from screw to neck diameter and neck diameter to spherical head. It was seen that the screw fractured below the spherical head portion of the screw. These screws were implanted in the sacrum during a lumbar fusion. There was evidence that a solid fusion had occurred. The length of time from the operation to the reported breakage was approx 10 months. This pt may present unknown circumstance that provide significant stresses to the pedicle screws. Biomechanically, it is known that a significant amount of stress is present when attempting to fuse l5 and the sacrum. Much of the trunk weight is borne by this anatomical structure. It is well documented in the literature that even in the presence of solid fusion instrumentation may break over time. A summary article in the journal of bone and joint surgery titled "the use of pedicle-screw internal fixation for the operative treatment of spinal disorders", 2000; 82:1458, lists five references of complication of pedicle screw fixation. The screw breakage rates range from 2.6% to 60%. This may be because of micro-motion loading in the vertebral bodies. Under this condition the loading may lead to failure. The screw design was tested under all applicable standard testing and deemed to be equal or greater in static and fatigue strength to other devices on the market. From this investigation it is indeterminate as to what specifically caused the screw to fail, although there is no evidence that the screw was manufactured incorrectly.

Event description:
Note: globus medical, inc. Was not aware if community general osteopathic hosp in harrisburg, pa had submitted any medwatch form FDA 3500a. Therefore, the following "described event or problem" was taken directly off the complaint processing form from globus medical, inc. P/n 124.475 7.5mm revere pedicle screw 45mm. "S1 screws (2x) (7.5mm x 45mm) broken on an l5-s1 fusion with plif cages. No reinstrumentation. Screws broken below the polyaxial head. Patient fused well."